Event description:
I am a home health rn and I have been giving ivig administration to (B)(6) since (B)(6) 2012. I start a peripheral IV and slow push IV benadryl 25mg diluted in 5 ml normal saline given to infusion. One visit in (B)(6) of 2013 and started the IV in her medial forearm and fluctuated until with a normal saline flush. And then began administering the benadryl mixed in a pre-filled vs syringe. The pt immediately reported pain and her arm got red and swollen as in phlebitis. I stopped administering the medication and took out the IV and started a new line in her ac. We had no further reaction with administration of benadryl and ig. I was very confuse by the reaction as I had been giving her IV push benadryl every time for months prior with no adverse reactions. Months later, she received a letter from the medication supplier about a recall of potentially contaminated flushes and sure enough she had syringe affected by the recall. Perhaps her adverse reaction was from a non-sterile ns flush, also she experienced some mysterious infections. We thought we should let you know as you track this type of health care data.